Event description:
Hcp reported pt presented november 2003 with signs of an infection of the device pocket. These include redness, swelling, and pain. Cultures of the device pocket were obtained. Coag negative staph was the organism cultured. Pt does not have meningitis. The pt was treated wth IV antibiotics and total device system explant. Date unknown. Device was not returned to the MFR for analysis. Ncp reported pt's infection is now resolved without drug withdrawal.